Event description:
Solicited: per pt, stating that the pen needles that she received, most are dull and they won't pierce the skin so she is running out. No other specifics regarding defective device. Unknown if pt missed a dose; no adverse events reported; unknown if device available for return; unk lot/expiration. No further information known. Reported to (B)(6) by pt/caregiver.